Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) migrated. The balloon was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4).